Event description:
Caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for the replacement of the customer's pump, which was still under warranty. They instructed the caller to return the problematic pump, provided a return box with a pre-paid label, and advised on how to put the pump into storage mode. The caller was informed that they would receive a replacement pump with updated software, and they needed to program their pump settings and connect their cgm to this new pump. The caller understood and acknowledged all instructions. Reportedly the customer will use a backup insulin pump.